Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part fgs-1000, lot 20e025: release to warehouse date: january 06, 2021. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier acct # (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, the surgeon was performing open reduction internal fixation (orif) of the left ankle. The surgeon fixed the fibula with plate and screws. The surgeon then proceeded to fix the syndesmosis with the fibulink. When the surgeon inserted the fibulink, it was noticed that the fibulink was still in the join after final tightening. The surgeon then switched out for a short end cap. Still having the same issue with fibulink in the joint and as the surgeon tensioned down, the tibia screw started to back out toward the fibula, and the fibulink still remained in the joint. The surgeon removed the fibulink from the patient and put in a tight rope from a competitor. There was a four (4) minute surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report involves one (1) fibulinkâ syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).